Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) potentially overdosed a patient. The hcp contacted the manufacturer representative on what to do, as the issue was due to a programming error. The reporter instructed the hcp to reverse the programming. The error occurred while programming a flex dose on ¿(B)(6)¿. One of the boluses inserted was the total daily dose (9mg) used for the patient put into a one hour bolus. Fortunately, only 4mg were in the pump, so the entire bolus could not be delivered. The hcp reportedly had not reprogrammed the pump and it had been running at that rate for the past 4 days. It was stated that the pump would need to be replaced soon due to the error. No alarms were seen. The patient was reportedly stable now. The pump was used to deliver baclofen (unknown). It was unclear on what date the programming error actually took place. It was stated that the event took place on ¿(B)(6)¿, but the reporter was notified on (B)(6) 2014. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taking oral baclofen, gabapentin, naproxen and oxycodone orally. There were no reported symptoms "as patient continue supplementing with oral baclofen 3-4 times daily." The patient was contacted on the day of "re-programming error ((B)(6) 2014)." Telemetry was done, but no "programming changes were made." The pump was reprogrammed on (B)(6) 2014 back to simple continuous infusion of 285.4mcg/day. The programming error resolved. Although on (B)(6) 2014 the intrathecal pump was "misprogrammed" to deliver 9.1mg/day, the volume in the pump limited total dose to 1mg that was likely delivered outside of the intrathecal space due to catheter leak (information regarding catheter leak can be found in regulatory report # 3004209178-2014-21363). The "misprogramming" caused pump battery failure. The patient recovered without permanent impairment.